Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost weight and has pain at the ipg site, the patient also has ineffective stimulation and shocking due to high impedances on their lead. Surgical intervention is pending to address these issues.

Manufacturer narrative:
B3: event date is estimated.